Manufacturer narrative:
The calibration was within range. The customer stated that the qc recovery had shifted high and then shifted low, and after recalibrating with a pack from a new shipment their qc was back within range. The alarm trace did not indicate any issues. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The field service engineer (fse) verified sample, reagent, and sipper nozzles adjustments, and rinse levels were correct. He checked the main pump and gear pump with values meeting specifications. He then performed precision runs using the reagent pack from the new shipment with results meeting specifications. The customer was able to run qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable estradiol iii results for two patient samples on a cobas 6000 e601 module. Sample 1: the initial result was 188.6 pg/ml. The repeat result was 50.75 pg/ml. The second repeat result was 74.49 pg/ml. Sample 2: the initial result was 153.8 pg/ml. The repeat result was 64.84 pg/ml. The samples were repeated as the initial results did not match the patient's clinical picture. The repeat results of 50.75 pg/ml and 64.84 pg/ml were deemed correct.